Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device was not pacing and could not be interrogated. Device explant was anticipated to resolve the event. The patient was in stable condition and there were no adverse consequences.

Event description:
It was reported that the device was not pacing and could not be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition and there were no adverse consequences.